Manufacturer narrative:
According to the latest information from the (B)(6), the system was completely explanted on (B)(6) 2020. The lead was disposed of and is therefore not available for analysis. The manufacturers analysis remains the same. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead had to be explanted approx. 100 months after implantation due to the increased impedance values. On (B)(6) 2020, the lead was revised at the (B)(6) hospital. No new lead could be implanted due to a vascular occlusion. The clinic decided to refer the patient to the (B)(6) for explantation of the system and new implantation of s-ICD. Should further information be available, the notification will be updated.